Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of scoliosis was exacerbated by the lifevest equipment. Patient described the area as red. There was no alleged device malfunction contributing to the irritation. The patient¿s physician believes the rash was from medication the patient was taking and has since had the patient discontinue that medication. Follow up indicated that the skin irritation improved.